Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 9 samples that resulted negative when evaluating the simplexa covid-19 direct assay, but resulted positive on the competitor assay (cepheid genexpert). The customer was evaluating the simplexa assay vs the competitor assay, no patient results were impacted. Run files from the simplexa assay were not provided, but data from the competitor assay was provided: - genexpert sample volume = 300 ul, simplexa sample volumen = 50ul. - genexpert = 49 cycles with detection cutoff at 46 cycles. Simplexa = 40 cycles. - genexpert targets = n2 gene, e gene, simplexa = s gene, orf1ab. - 24 samples previously determined positive, 9 resulted negative on the simplexa assay - all 9 suspected false negatives were detected by the genexpert with a CT range = 34.5 - 43.9, with 5 out of 9 only detecting 1 of 2 gene targets. - samples were collected in copan utm and deltalabs utm. Further investigation of the genexpert showed the limit of detection is 250 copies/ml, but 500 copies/ml with the simplexa assay. It is likely these 9 samples were beyond the limit of detection of the simplexa assay. The customer's device and the 9 suspected false negative samples were not available for investigation. This is the 2nd complaint on mol4150, lot# x8078n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# x8079n, met all qc release criteria prior to kit release. Mol4151, lot# x8079n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.5 (s gene) and 28.9 (orf1ab) and the internal control avg CT = 32.2. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 9 samples that resulted negative when evaluating the simplexa covid-19 direct assay, but resulted positive on the competitor assay (cepheid genexpert). The customer was evaluating the simplexa assay vs the competitor assay, no patient results were impacted. The customer confirmed the alleged false negative result was not reported to a diagnosing physician since this was a evaluation test only and no alleged harm occurred. Sample collection method was not provided.